Event description:
It was reported that this implantable pacemaker was suspected to have premature battery depletion (pbd) due to differing longevity estimates given since august of last year. The battery longevity was 5.5 years last august and yesterday was 3.5 years. Technical services (ts) was consulted and advised this could be a transition period from blended capacity to monitoring voltage alone. It was noted the patient will be reevaluated again in six months and will verify stable longevity drops. Ts suggested to save data analysis, and have it evaluated due to current data was not saved and the patient is not on external monitoring. The device remains in service. No adverse patient effects were reported.